Manufacturer narrative:
The device is not available for evaluation and testing. However, additional information has been requested and will be submitted within 30 days upon receipt. This device is not approved for distribution in the united sates; however, it is similar to the cypher sirolimus-eluting coronary stents distributed in the us.

Event description:
An adverse event was reported under the study indicated the following: the patient with known 3-vessel disease was hospitalized for progressive angina pectoris 3 years and 3 months post cypher stent. An angiography was taken the same day of hospitalization and proliferative in-stent restenosis (99%) of the proximal left anterior descending (lad) artery with proximal peri-stent restenosis pattern was noted. However, there was no evidence of stent thrombosis. Consequently, pre-dilatation with stent implantation (two endeavor 3.0x12mm stents) at the beginning at the ostium of lad down to the 1st diagonal was completed. The 1st diagonal was 99% stenosed and was treated with balloon dilatation only. There were several insignificant lesions on other places, however, without need for intervention. Reintervention was successful and the patient was discharged the subsequent day in good condition on plavix for 12 months and aspirin 100mg life-long.